Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer was observed an unknown dust contaminant on blower, rear panel, bottom enclosure, accy module flip door. A hairlike substance was observed on the rear panel. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.